Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. Customer treated their blood glucose with a bolus, but their blood glucose did not decline. It was also found the customer was vomiting from their high blood glucose. Troubleshooting was not completed for the insulin pump. Customer's blood glucose was 130 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.